Event description:
Pt began using the minimed paradigm insulin pump, model 511 in 2003 with great results. Their blood sugar was controlled. In 2004 the pump was upgraded to the paradigm 512. The pump was used in conjuction with the quick set and the paradigm reservoir -ref mmt-326a-. Pt had a seizure resulting from a blood sugar over 650, requiring admission to the emergency room for IV administration of insulin. In 2004 pt had a second seizure resulting from a blood sugar of 650+ requiring admission to the e.r. For IV administration of insulin.